Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to a dreamstation 2 device. There was no report of patient harm or injury. The patient has alleged to presence of particles in water reservoir. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.